Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one (B)(4) device was returned with a non-working firing mechanism and with no cartridge loaded on the device. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. No further functional testing could be performed due to the condition of the device. The device was disassembled in order to evaluate the condition of the internal components and the red motor wire was noted to be disassembled from the motor terminal, making the device non-functional. No conclusion could be reached as to what may have caused the wire to disconnect from the motor terminal. One possible cause is that during transit, the wire may have been disconnected. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested, but unavailable: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy, the stapler would not staple and the manual override was used to remove it from tissue. A second device was used to complete the procedure with no patient consequences reported.